Event description:
Event description cpi received information that during a regular follow-up examination, this implantable cardioverter defibrillator (ICD) suddenly would not run diagnostic tests, and could not be programmed, although it could be interrogated. A telemetry busy message was displayed. The ICD was explanted and replaced.